Event description:
It was reported that the 2800 system had a poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tracking and image default were adjusted. Debris was cleaned off the image intensifier cover during the service call. The system was tested and found to be working as intended, and put back into service.